Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe w/o needle experienced leakage at the piston.

Manufacturer narrative:
Investigation summary: DHR- bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (june 28th - 30th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8148567 and lot #8141661. Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8149705, #8142763, #8135533, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8149709, #8142767, #8135537, #8128595, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that bd could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. Bd confirms the reported issue. Conclusion(s): damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe w/o needle experienced leakage at the piston.